Manufacturer narrative:
The device was returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This device was reported to be leaking, and appeared to have a slit across the lumen near the hub proximal to the insertion site.

Manufacturer narrative:
Visual inspection confirms the complaint. There is a slit approximately 0.1cm long going across the lumen approximately 0.2cm from the hub. The slit appears smooth as if cut and not jagged as if torn. The device was implanted for four years prior to occurrence of the issue. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The device was manufactured and inspected according to specification. The manufacture process includes a 100% leak test at the end of the process. This test would have detected the hole if it was present after the manufacture process. A definitive root cause cannot be determined but is most likely not manufacture related. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis.